Event description:
The pt experienced increased baseline pain. It was unknown if there were other pt medical issues. It was unknown if there were any device alarms or a volume discrepancy. It was unknown if the programming was correct or if the intrathecal drug prescription was confirmed. A cap dye study and roller study was planned. The catheter was not able to be aspirated, so no diagnostic testing was done. The pt was referred to hcp for possible catheter revision.

Manufacturer narrative:
(B) (4).